Manufacturer narrative:
H.6 investigation summary: this complaint is for discrepant high mic results for ceftolozane/tazobactam and ceftazidime / avibactam when using nmic-311 (449452) batch 1075182. The customer provided isolates, panel returns, lab reports and binary files for the investigation. As part of the investigation, the four return panel samples were manually visually inspected. No visible defects were observed for any of the return panels. The complaint batch 1075182 was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe a review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, unrelated to this defect. Complaint trending was performed and no trends were identified associated with this defect. R&d reviewed the customer provided binary files and indicated that the growth curves for caz, cza and CT derived from the binary files show signs of potential contamination. The contaminated growth curves are present throughout each panel to varying degrees, indicating possible ap contamination. R&d recommends that the ap be fully decontaminated and reinforcement of proper aseptic techniques. Based on the investigation performed, this complaint is unable to be confirmed for a panel performance issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 2.0-2.14, indicates the potential risk of a false resistant result as an s3. H3 other text : see h.10.

Event description:
It was reported that while using bd panel phoenix nmic-311 false resistance was observed by the laboratory personnel. An e-test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reports that ceftolozane/tazobactam and ceftazidime / avibactam were resistant on initial run ".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k173252. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd panel phoenix nmic-311 false resistance was observed by the laboratory personnel. An e-test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports that ceftolozane/tazobactam and ceftazidime / avibactam were resistant on initial run."